Event description:
Received report that home pt had system error alarm 2240 on their homechoice machine. Reportedly, the pt disconnected and then reconnected to the machine. Baxter's technical service center assisted the pt in ending the therapy early. Therapy was completed by restarting with new supplies. No pt injury or medical intervention was associated with this incident per the home pt.